Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "cutting problem" (failure to cut). A surgeon reported dissatisfaction regarding the probe cutting. The probe was switched out and the procedure was completed. Additional information has been requested. There was no patient injury reported.

Manufacturer narrative:
A 23 gauge probe has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2010. (B)(4).